Event description:
It was reported that balloon rupture occurred. The target lesion was located in a highly calcified vessel. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 16 atmospheres, the balloon ruptured. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a highly calcified vessel. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 16 atmospheres, the balloon ruptured. No patient complications were reported and the patient's status was fine. Returned product consisted of an nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The balloon was loosely folded and there was blood in the shaft and in the balloon. Microscopic examination revealed there was damage to the tip and the balloon has a longitudinal tear 4mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Investigation conclusion code is adverse event related to procedure.